Manufacturer narrative:
Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an unrelated surgical procedure without placing the ipg into surgery mode. Following the surgery, an error message indicating "the generator is not responding" was displayed on the patient controller and the ipg was unable to connect with the patient controller. Troubleshooting was performed by an abbott representative which resolved the issue.